Event description:
It was reported that the pump declared an altitude alarm 21, which led to the suspension of insulin delivery. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer initially attempted to resolve the issue by cleaning the pump's speaker holes and replacing the cartridge but was unsuccessful. A new cartridge was loaded, but the alarm recurred, prompting technical support to instruct the customer to wait for moisture to evaporate. Ultimately, technical support decided to replace the pump and cartridge. The customer, who was not in canada, was advised to use multiple daily injections (mdi) for backup insulin therapy and was informed about the necessary steps with the replacement pump. The pump was still within warranty, and a replacement with updated software was sent without requiring a delivery signature. The customer also received instructions on returning the faulty pump.